Manufacturer narrative:
One tacticath quartz contact force ablation catheter was received for evaluation. The catheter displayed acceptable optical signals when connected to the tactisys quartz unit; however, during functional testing the catheter did not pass a shaft leak or irrigation leak test. Further investigation revealed a leak at the irrigation tubing and tip assembly junction due to the pi irrigation tubing detaching from the metal irrigation tubing.

Event description:
This report is to advise of an event observed during analysis confirming an irrigation leak of the catheter.